Event description:
During a pta treatment procedure, the synergy 8-4/5.3/75 balloon/tip became detached from the shaft of the catheter during removal of the device through the sheath. No patient injuries or complications were reported. The procedure was successfully completed with another synergy 8-4/5.3/75 balloon. The patient's status was reported as 'no harm.'